Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in a patient. The reporter indicated the patient is seeing a "line of light" post pis for icl surgery. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Other #: expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Other #: expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in a patient. The reporter indicated the patient is seeing a "line of light" post pis for icl surgery. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).